Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation on his back. The area was described as a blister that is oozing. The patient's in-home medical professional recommended that he clean his skin with rubbing alcohol, keep the area dry, and remove the lifevest for short periods of time to allow the skin to air out. During a follow-up, the patient indicated that the irritation had improved.